Event description:
The user rpeorted the device alarmed "upstream occlusion" as intended when the device was in use. It was noted that the infusion had been delayed for over 2 hours. There was no patient consequence.